Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (part number 310.430, lot number 2545880). The subject device was received broken as complained. The shank with coupling was received, but the first approximately 39mm from the drill bit tip is missing. The investigation shows that the article is over all in a good condition, but without the missing tip, the item dimensions cannot be checked. Without additional event information a root cause could not be definitely determined. It is likely that wear and tear over the years (as the instrument is over 6 years old) and/or high applied mechanical force, led to this damage. To prevent such problems, it is necessary worn or damaged instruments to replace. No product problem was identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown dates since (B)(6) 2015. Specific date could not be provided by reporter. Additional information was received on nov 24, 2015. Additional information was requested but was unavailable to the reporter. UDI# (B)(4). Initial reporting facility phone number is (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported events in (B)(6) as follows: it was initially reported on (B)(6) 2015 that a 1.8mm threaded drill guide had damaged threads, a 4.3mm drill bit had a broken tip, a pelvic reduction forceps had a broken ring on the handle, and a broken screw removal pliers had a damaged spring. Additional information was not provided by the reporter at that time. On november 24, 2015 additional information was received inferring that these devices were involved in surgical events, starting in (B)(6) 2015. It was stated that the reported issues did not adversely affect the patient conditions although did result in surgical delays of 15 to 30 minutes. Any fragments generated were retrieved. Specific details regarding the events, procedures, dates and patients are not available. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient's information not provided by reporter. Unknown when device broke. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: 310.430 - 2545880, manufacturing site: (B)(6), manufacturing date: 20.nov.2009, expiry date: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 312.920 has damaged threads. 310.430 broken tip. 03.100.020 one of the handle rings is broken. 398.650 damaged spring. This report is 1 of 1 for (B)(4).